Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced insulin flow blockage from the product. The troubleshooting was performed by disconnecting and reconnecting the tubing connector to the reservoir. The insulin did not exit the tubing with plunger push, and there was greater than normal resistance during plunger push. No further information available.